Event description:
The complaint is reported as: "the luer-hub (blue head) had leaking issue after using 6 day." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for investigation. The catheter body was intentionally cut by the customer. Visual analysis revealed that the medial extension line contained a hole/tear directly adjacent to the luer hub. Microscopic examination confirmed the hole/tear. No other defects or anomalies were observed. The total length of the catheter body measured 161 mm which indicates that at least 56 mm of the catheter body was not returned per catheter product drawing. The medial extension line inner diameter measured 1.47 mm which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. The medial extension line outer diameter measured 2.19 mm which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the medial line was flushed, water leaked from a small hole adjacent to the luer hub. When the proximal and distal lumens were flushed, biological material exited the lumen. When the proximal and distal lumens were flushed again, they flushed as expected. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The medial extension line contained a hole/tear directly adjacent to the luer hub. When the medial line was flushed, water leaked from a small hole adjacent to the luer hub. A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the luer-hub (blue head) had leaking issue after using 6 day." No patient harm reported. The device was replaced. The patient's condition is reported as fine.